Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-jun-2018 with the following findings: review of the black box data revealed records of power on reset on the date of the complaint. On investigation, the pump powered on with audio tone and vibration; however, the display screen remained blank. Investigation revealed damage to the display screen. Investigation did not duplicate the alleged ¿no power¿ issue as evidenced by functioning audio tone and vibration. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.